Event description:
Device was implanted on (B)(6) 2011 at another facility. Device failed and was explanted on (B)(6) 2013. As the industry standard is a 10-yr warranty on this type of implant, we are submitting this as a mandatory FDA report, and we require factory analysis and a written response of cochlear americas' findings for this device.